Event description:
It was reported that during a prostatectomy procedure that there were malformed clips. The clips would not close. Another like device was used. There was no adverse patient consequences.